Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the non-tortuous but calcified superficial femoral artery and infra-popliteal artery. A 200cm, 8cm poly tip v-18 control wire was advanced for navigating and delivery. However, upon checking final angiography, it was observed that the wire black polymer distal tip was totally separated about 3cm into the patient body. The detached tip was removed from the patient body through snaring device. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was normal.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the non-tortuous but calcified superficial femoral artery and infra-popliteal artery. A 200cm, 8cm poly tip v-18 control wire was advanced for navigating and delivery. However, upon checking final angiography, it was observed that the wire black polymer distal tip was totally separated about 3cm into the patient body. The detached tip was removed from the patient body through snaring device. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was normal.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the tip damaged and part of it detached, as part of overall visual revision. The returned guidewire had the wire kinked at distal tip section. Additionally, the core wire exposed due to the polymer jacket peeled. The distal tip was confirmed kinked and polymer peeled under microscope. The very tip is without detachment or exposed tip. The peeled section related to polymer was measured and 3.9cm were missing.